Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 180706; medical device expiration date: 2019-09-30; device manufacture date: 2018-09-25; medical device lot #: 180808; medical device expiration date: 2019-10-31; device manufacture date: 2018-11-06. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin gel did not separate the serum from the cells. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to poor barrier separation as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for poor barrier separation with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin gel did not separate the serum from the cells. No serious injury or medical intervention was reported.